Event description:
It was stated that the patient did not have a loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and foreign body sensation.

Event description:
The clinic reported that a laser vision correction patient presented with dry eyes, transient light sensitivity syndrome and foreign body sensation in both eyes on (B)(6) 2014 - 12 days post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and foreign body sensation.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: during follow up with the account it was reported that patient was told to keep using the artificial tears. He first complained of light sensitivity on (B)(6) 2014 and was given lotemax to use and taper off over 3 week period for light sensitivity. It was reported that for the (B)(6) 2014 visit the transient light sensitivity syndrome (tlss) had resolved. Account cannot determine if the tlss resolved prior to this visit. No secondary surgical intervention was required. Placeholder.

Manufacturer narrative:
Corrected data: it was stated that the patient did not have a loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and foreign body sensation. Additional report source: user facility. In MDR follow up #1: during follow up with account, it was reported that patient was told to keep using the artificial tears. She first complained of light sensitivity on (B)(6) 2014 and was given lotemax to use and taper off over a 3 week period for light sensitivity. All pertinent information available to abbott medical optics has been submitted.